Manufacturer narrative:
The device was not received for evaluation. However, a video was received and evaluated. The complaint of crack and leaks can be confirmed based on the video provided. Received one video showing a crack below the attached clave. There is a leak observed from the crack. No other anomalies noted. The probable cause of the crack is due to an external force during assembly. The device history report for lot 5989723 was reviewed and no non conformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device has been discarded and is not available for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. (B)(6).

Event description:
The event involved a chemoclave where it was reported a leak of docetaxel through the blue valve assembly area with the spike on the oncology floor. The staff was exposed to the drip of the hazardous drug, posing a risk for nurses. There was patient involvement and delay in therapy, but there was no harm.